Manufacturer narrative:
(B)(4). Batch # n54v45. The analysis found that one psee60a device was returned with no apparent damage and with a gst60t partially fired cartridge not loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how the first gst60t did not work. Did the device not fire at all: no cut line and no staple line. Were the cut line and staple line equal in length. Were the staples malformed. What is meant by ¿small firing signal and did not staple¿. Did the device deliver a complete cut line. Did the device deploy any staples. Or, did the device not fire at all.

Event description:
It was reported that during a gastroplasty obesity morbid procedure, the sleeve method was carried out and when the stapler was fired with the black reload, it did not work. The product presented a small firing signal and did not staple. They opted to change the black reload and it did not fire. So they changed the device and used another black reload and the products were used successfully. The surgeon continued with the loads use without problems. There were no adverse consequences for the patient.